Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to the cable connecting the distribution node (dn) to the rear cable being pulled from the strain relief at the rear-1 therapy electrode, damaging wires in the cable. The belt did not pass falloff testing. The root cause for the strained cable was unable to be positively identified. Investigation underway. See car-1142. There was no adverse event that resulted from the damaged belt.